Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a cracked suction manifold. The manifold was replaced.

Event description:
The hospital reported that suction was not functioning as expected. There was no reported patient injury.

Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 2112667-2017-01805. This MDR follow-up is being submitted with the correct number 2112667-2017-01804. Other text: the MDR follow-up #1 was submitted with the incorrect manufacturer report number 2112667-2017-01805. This MDR follow-up is being submitted with the correct number 2112667-2017-01804.